Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the hp052 handpiece will not work. It emits a solid tone with a test tip and other disposable devices. Another device was used to complete the case. There was no consequence to the pt.